Event description:
It was reported the patients ipg experiences intermittent communication issues and will not communicate with external devices. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Analysis of the returned device found it communicated with all lab utilities and passed all tests on the ate. Ipg logs (under therapy delivery) did not indicate any issues; cp logs were not returned for analysis.

Event description:
Additional information received indicates the ipg was replaced to address this issue.